Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room due to high blood glucose, throwing up and felt horrible on (B)(6) 2019 with blood glucose of 436 mg/dl. The customer was treated with saline solution. Customer hospitalization for first two events were related to high blood glucose but customer did not go into hospital for that reason was suffered broken clavicle on (B)(6) 2019 with blood glucose level was 486 mg/dl and went back for pain on (B)(6) 2019 with blood glucose level was 480 mg/dl. The insulin pump will not be returned for analysis.